Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the reported issue. The unit was not returned; therefore a definitive root cause could not be determined. The unit was placed in storage and will remain there until the end of support for the unit, at which point it will be decommissioned and disposed of. Most likely, the unit will be taken from service, and no further repairs will be made. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had an issue with uim (user interface module) shutting off while on patient. The customer confirmed that there is no patient harm associated with this reported event. The patient was transferred to another vent.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.